Event description:
After performing a successful 5dsa dv 3d during a cerebral angiogram, the images were sent to the syngo workstation of ipp 8 for interpretation, software version (B)(4). The 3d was unable to successfully reconstruct. Error code "the settings of the used acquisition program are not suitable for the requested 3d reconstruction." A default 3d reconstruction is performed. Several attempts were made to salvage the data for use but were unsuccessful. A second reconstruction was performed under the 3d 5dsa head and the images were successfully reconstructed.